Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the lead helix exhibited retraction issue. The lead was not used and replaced during the procedure. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. A complete lead was returned in one piece for analysis with stylet inserted. Visual inspection and x-ray examination found the helix was stretched consistent with procedural damage and was clogged with blood/tissue. The cause of the reported event was isolated to the helix being stretched and clogged with blood/tissue.